Event description:
In 7/05, the pt's spouse contacted lifescan (lfs) alleging that the pt's fast take meter was reading inaccurately high. The medical affairs specialist sent follow-up questions to lfs UK who obtained the necessary additional information in 7/05. The pt takes 20 units of insulin in the morning and 20 units in the evening. About 4 weeks ago, while on vacation, the pt obtained a result of 180 mg/dl on the reported meter at 10:00 am. Pt interpreted the result to be 18.0 mmol/l (converts to 324 mg/dl). As pt beleived that their blood glucose level was high, pt did not eat the snack pt normally would have eaten at that time. By 10:40 am, the pt collapsed. A neighbor called emt; the neighbor did not know that the pt had diabetes and thought the pt was having a heart attack. Emt arrived at 11:00 am. Information was not provided as to whether a blood glucose result was obtained when emt arrived. Emt gave the pt a glucose injection. Within a half hour, emt obtained a result the spouse thought was 4.0 mmol/l (converts to 72 mg/dl). It is likely that the pt's blood glucose level was in a hypoglycemic range when emt arrived. Emt advised the pt that pt should be admitted to the hospital, the pt signed a form declining hospital admission. The pt tested with another meter following the incident. The pt spoke with their pharmacy about replacing the reported meter. The pharmacy advised the pt to contact lfs. The lfs representative confirmed that the meter was set to mg/dl instead of mmol/l. The lfs rep walked the spouse through changing the meter units of measurement to mmol/l. The meter was replaced. The complaint is classified as an adverse event medical device reportable because the pt misinterpreted the meter result, did not take their usual snack, and, as a result, experienced hypoglycemia requiring medical intervention.